Manufacturer narrative:
The following fields were updated due to additional information: h4: imdrf annex b grid. Device history record review: a review of the device history record was completed for this batch 0304238. Product was manufactured at the bd sumter site in november 2020. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. There were no qns or ncmrs associated with this batch.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield came off resulting in a dirty needle stick injury. The following information was provided by the initial reporter: "material no. 368607, batch no. Unknown. It is reported eclipse shield broke off causing a dirty needle stick. Pir verbiage received, "safety on eclipse broke off during activation causing a needle stick.""

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield came off resulting in a dirty needle stick injury. The following information was provided by the initial reporter: "material no. 368607, batch no. Unknown. It is reported eclipse shield broke off causing a dirty needle stick. Pir verbiage received, - "safety on eclipse broke off during activation causing a needle stick.""